Event description:
Consumer reported receiving imprecise sequential reading on their precision xtra blood glucose monitor. The values, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment.